Event description:
A physician reported one incident of inflammation and cells in the anterior chamber at one day post-operative following instillation of the product into one eye during routine cataract extraction. Patient recovered without complication following treatment with rx medication.

Manufacturer narrative:
The manufacturer tested retained samples from the suspect lot for the presence of endotoxins. The analysis indicated the presence of endotoxins above the upper product release specification. Samples of the suspect lot from the inventory and returned units from a computer complaint site were sent to an independent laboratory for endotoxin testing. This laboratory also reported positive endotoxin results above the specification limit. Samples from all other lots available for distribution were tested by the same independent laboratory. The test results showed all lots to be within the product specification for endotoxins. The manufacturer's investigation into these reports continues.